Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the t.w. Power supply control knob on the evh generator fell off. It was discovered in the morning when setting up the room. There was no patient in the room at the time.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Analysis of production: (3331/ 213 &67)the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial/lot number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Communication/interviews: (4111/213/ 67) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period.